Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that the tank of a dry acid mixer unit would not fill. It was reported that there was no voltage to the fill valve. The biomed changed the control board and there was a spark at the fill valve connector and no voltage again. The fill valve cable was discolored at the fill valve connector. The fresenius technical support representative advised the biomed to change the fill valve, fill valve cable, and control board. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.